Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor (gold). The insulin pump passed the rewind, basic occlusion, and displacement tests. No motor error alarm was noted. The motor passed the motor test. The following physical damage was found: minor scratches on the display window, cracked casing at the display window corners, and a broken reservoir tube lip. (B)(4).

Event description:
The customer's mother reported via phone call that her son's insulin pump has alarmed with a motor error for the third time. The patient's blood glucose at the time of incident was 205 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The pump was not exposed to an MRI or high magnetic field. The customer was able to rewind the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.